Event description:
It was reported via receipt of clinic notes on the vns pt, that the pt had experienced an increase in seizure activity in 2009. The physician noted that diagnostic testing was done on the device following the onset of the increase in seizures, and the end of service status was set to no, and the lead impedance was within normal limits. The physician noted that the device settings were changed, and a medication dose was increased to help with the seizures. The pt has been referred to a surgeon to have the generator replaced, however, surgery has not yet taken place. Good faith attempts to obtain add'l info have been made; however, no response has been received to date.